Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device had lead parts stuck in the ports and foreign material in the ports. (B)(4).

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) had gone ¿bad¿ and they kept feeling like it was ¿burning¿ so the healthcare provider (hcp) replaced the ins. According to the consumer the hcp indicated there had been some issues with the ins and sent it back for analysis, but the consumer hadn¿t heard anything further. No further complications were reported/anticipated.

Manufacturer narrative:
Pertains to the implantable neurostimulator (s/n: (B)(4). \ no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they had issues with the implant which included a burning sensation. The patient was scheduled for a possible revision/surgery on (B)(6) 2015 where they may be cleaning the lines attached to the battery. The patient had tests done on the day prior to the report for bloodwork for the upcoming surgery and an EKG. It was reported that stimulation stopped prior to the tests. The patient noted that the implantable neurostimulator (ins) was off. The patient was walked through turning the ins on and adjusting amplitude but they were still not able to feel stimulation. The patient only had 1 group and tried adjusting all the programs. There was a report that the patient was reprogrammed recently by the manufacturer representative. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.